Event description:
It was reported that a malfunction alarm occurred with a displayed code of malf 0. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and the pump continued to function without recurring issues.